Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number or catalog number was not provided. Therefore, the failure mode cannot be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. As no lot number or catalog number was provided, a search of all lot numbers for all fresenius dialyzer products shipped to the account for the three (3) month time frame which immediately preceded the event occurrence date was performed. However, no fresenius dialyzers were found to have been delivered within this time frame. The search was also extended to include any fresenius dialyzers shipped to the account for the past three (3) years and no dialyzer products were found to have been delivered within this time frame. No information was found and no lots were identified during this review, which sought to identify the lot numbers for all fresenius dialyzers shipped to this account within the selected time frame. As the lot number was not identified by the user facility and since no lot information was identified during the ship history, a manufacturing review was not able to be performed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Therefore, the complaint was not able to be confirmed. There is no indication that this user facility was in possession of a fresenius dialyzer at the time of this incident.

Event description:
A user facility reported that the 2008k hemodialysis (hd) machine alarmed for blood leak within the first three minutes after initiation of a patient¿s hemodialysis treatment. The staff at the user facility confirmed the presence of a blood leak in the dialyzer using a hemostix which returned a positive result. The patient was removed from the machine without injury or illness. Reportedly, the 2008k hd machine alarmed appropriately, however, the unit was pulled from service following the incident for evaluation. The complaint device is not available to be returned to the manufacturer for evaluation as it was discarded by the user facility. No further information has been made available.